Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/21/2018 with the following findings: the display screen had a pinkish contrast. The keypad was intact and unresponsive. The pump cover was removed to find moisture ingress on the printed circuit board and keypad connector. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim, the keypad was unresponsive, and there was moisture in the pump. This report is made based on results of investigation completed on 06/21/2018.